Event description:
Information received by medtronic indicated that the insulin pump had a vibrate anomaly. Customer stated that insulin pump had weird vibrations, that stronger than normal. Customer performed self test and the test result was insulin pump vibrated during the vibrate test portion. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=clear. The pump was returned for audio/vibrate anomaly/absence of alarm found on (B)(6) 2021. Thus and carelink software was utilized and downloaded trace/history files properly. Unit passed displacement test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No pump error 63 or audio/vibrate/absence of alarm anomalies noted during testing. No pump error 63 alarms noted in the pump history/trace files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and cracked retainer ring. Audio/vibrate anomaly/absence of alarm not confirmed during testing or in the pump history/trace files. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.